Manufacturer narrative:
The investigation confirmed that higher than expected valp quality control results were obtained while using the vitros 5,1 fs analyzer. The customer performed "as needed" maintenance by replacing the photometer lamp. Performance testing following lamp replacement verified that the equipment was returned to expected operation. The vitros valp reagent did not malfunction. The root cause of the event is instrument related.

Event description:
The customer obtained higher than expected vitros valp quality control results (tdm pv ii qc result = 88.0 ug/ml vs. Expected result = 72.1 ug/ml; mas level 1 = 38.6 ug/ml vs. Expected result = 26.4 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).